Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It is reported that a customer states that their insulin pump was not delivery insulin correctly. The patient's blood glucose level was 21 mmol/l. The customer stated that he had to correct the settings on the pump multiple times when insulin levels are less than 100 units. The customer was offered a replacement pump if they felt uncomfortable with their current pump. The customer understood. No further information was provided.